Event description:
It reported that upon interrogation prior to ablation surgery, device had alert for out of range high voltage lead impedance. Obtaining chest x ray was recommended.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.